Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac artery. A 7x60x120mm epic¿ vascular stent was selected to treat the lesion. During procedure, when the physician was loading the stent into a non-bsc guide wire, the catheter got stuck on the guide wire and could not get it off the wire. The physician removed the guide wire and the stent. A new guide wire was selected and a 7x80mm epic¿ vascular stent was used and the procedure was completed. No patient complications were reported and the patient's status was fine.